Event description:
Approximately 15-20 minutes after turning my resmed airsense 10 on, the units air pressure turns off abruptly and I'm left gasping for air. An error is displayed on the screen: "attention. Tubing blocked, check your tubing". The tubing is not blocked at all, the air filter is clean and there is no interruption of power to the unit. I've read online that there is a dangerous software bug in this product and I've read that others are experiencing the same issue where they are left gasping for air because their machine shuts off automatically in the middle of the night for no reason. I'm afraid to use my CPAP device and gave discontinued use. FDA safety report ID # (B)(4).